Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised. Patient had a ruptured capsule as the result of a motor vehicle accident. As the surgeon was repairing the capsule, he decided to prophylactically exchange a 5x9 cs insert for another 5x9 cs insert.